Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power cord breaker was reset during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not turn on prior to a case. No patient injury was reported.